Manufacturer narrative:
Four new screws with nylock were sent to the doctors office as replacements. The original screw may have been loose but there is no way to know this for sure. Periodic tightening of the screws is stated in the product IFU.

Event description:
A customer complaint was received that the patient woke up with one of the screws missing from the device. The patient was unsure if the screw was swallowed or not. The patient was not injured. The device was not returned for evaluation.